Event description:
From staff: pulling right femoral arterial sheath. Using a c-clamp to remove sheath. Act [activated clotting time] 148, no complications with sheath. Placed c-clamp on groin and stopped on end of sheath broke off causing clamp to fail holding pressure. Manual pressure was held. Distal dorsalis pedis pulses multiphasic by doppler. Groin remained soft without signs of hematoma or bleeding. Broken equipment contributed to event. We will need a new c-clamp.